Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep was with the patient in the operating room stated that they were initially unable to find the patient's device and that they were explanting and wanted to go to a vanta. During the call the patient's device information was found by tss. This began last week. Email sent to rep to obtain pictures she had, as well as remaining sr questions. Rep emailed tss in outlook asking for lead models. Tss called rep back to provide this. No symptoms were reported. No device issue alleged.